Event description:
It was reported that there was loss of image and a surgical delay greater than 30 minutes.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: n°or 7387591 per 2511808. (B)(6). Fault: shifted image . Repair level: level 1 . Action taken: preventive maintenance, refocus the image, leakage current test, electrical safety tests, functional test. Tests: function test. General inspection. Qip. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope , light source , camera head (sensor, sensor cable), coupler, 1488 & 1588 extension cable, intermittence while using rf devices, problem toggling light source or from camera head, connected monitors, leaking, use error , poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image and a surgical delay greater than 30 minutes.